Manufacturer narrative:
(B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. The heater wire was detached at the center of the hot jaw, while remaining attached at the tip and base. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.66 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, and the received condition of the device, the reported failure "intermittent continuity" is not confirmed. The analyzed failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would time out while using the bisector to take down branches attached to the saphenous vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would time out while using the bisector to take down branches attached to the saphenous vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.